Event description:
Boston scientific crm received information that this lead was surgically abandoned due to pocket erosion. A new lead was successfully implanted and to date, no adverse patient effects were reported. This lead was explanted five months later, and has not yet been returned.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.